Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited low amplitudes and oversensing of noisy signals on the atrial channel. The ra lead is a non-boston scientific lead. Technical services (ts) reviewed the reports and recommended troubleshooting. The device remains in use. No adverse patient effects were reported.